Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the reported issue was not confirmed / duplicated during device evaluation, a specific root cause could not be identified. It is possible the e433 occurred temporarily. Per device documentation, possible causes for the temporary e433 error can be:" 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between circuit board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
Olympus (oekg) was informed, when the customer high frequency electro-surgical generator is turned on it displays error e433 and restarts continuously. The customer reported event was found at inspection before use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection was not able to confirm/reproduce the customer¿s reported issue or other issues during one week of testing as the device functioned appropriately with no errors. No defects were observed externally. The device was last serviced via repair on (B)(6) 2022. The investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.